Event description:
It was reported the patient was implanted on (B)(6) 2012 with a paddle lead, however, the lead did not sufficiently cover the pain areas. A percutaneous lead was implanted during an additional surgery on (B)(6) 2012 and successfully captured coverage of the remaining pain areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.